Manufacturer narrative:
Subject: qv otc caller reported bloody nose after swabbing; asking if blood will affect test results -- tss advised that blood will not affect test results per clinical study; logged incident and feedback. Investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine.

Event description:
Qv otc caller reported bloody nose after swabbing; asking if blood will affect test results -- tss advised that blood will not affect test results per clinical study; logged incident and feedback.